Event description:
Healthcare professional reported "left side deflation". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a cracked valve seat diaphragm valve. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. White particles observed inside the device.

Event description:
Healthcare professional reported "left side deflation". The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.